Event description:
The facility reported that the resident was being transferred after a bath. The chair was in the high position and the safety belt was secured. As the caregivers approached the bathroom door, the resident urinated on the floor. The caregiver had her back to the resident when she heard a crash and turned around to find the lift tipped over to the right and the resident and lift on the floor. Two other staff members assisted in lifting the resident out from under the lift and took her to her room for assessment. The staff attended to a laceration on the right side of the resident's forehead and monitored the resident for 2 hours. The resident then started to complain of pain and the rn noticed bruising on the side of her right leg and ankle. The resident was taken to the ER where she was diagnosed with multiple leg fractures on both lower limbs. The resident was returned to the facility with casts on both legs.